Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona partial cemented femur size 4 right medial catalog #: 42558000402 lot #: 66114122, persona partial cemented tibia size e right medial catalog #: 42538000502 lot #: 65714678. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface approximately six (6) months post-operatively to address acute onset of pain one (1) week prior. Attempts have been made, however, no additional information is available.